Event description:
The doctor reported to sales rep that a patient with a femoral nail implanted in (B)(6) 2012 claimed an instability of femur. X-rays showed that femoral stem had been broken. The revision is scheduled for tuesday next week.

Event description:
The doctor reported to sales rep that a patient with a femoral nail implanted in (B)(6) 2012 claimed an instability of femur. X-rays showed that femoral stem had been broken. The revision is scheduled for tuesday next week.

Manufacturer narrative:
Evaluation summary: no deficiencies were found during review of the manufacturing documents, neither for the femoral nail nor for the locking screw. According to the received information the nail broke after an implantation period of app. 6 months. After an implantation period of 6 months the fracture should have been healed, or at least there should have been significant bony consolidation around the fracture site. According to the only available x-rays this could not be confirmed. The locking screw with cat. # 17965050s is regarded as concomitant product, and the event of screw breakage has to be examined in correlation with the breakage of the femoral nail with cat. # 17351138s. Evaluation revealed evidence that the event is not linked to a deficiency of the devices. With respect to the information available we conclude that the nail and screw broke due to long term overloading most likely caused by delayed union of the bone fracture. Due to missing information such as any x-rays taken pre-, inter- and postoperative or any other medical records to determine correct indication, correct reduction, correct implant placement as well as the absence of any patient data a more precise statement regarding the root cause of the event is not possible.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.